Manufacturer narrative:
The reported event was confirmed as manufacturing related. Based on the evaluation, the exterior of the sample found no evidence of a failure that would support the reported event. The catheter could be inflated without difficulties. However, the balloon sac could not be fully deflated. The catheter was dissected and it was observed there was incorrect sac placement which caused the sac to close the inflation eye. No deformation or dent was observed on the returned catheter. This reported event was assigned as manufacturing related due to incorrect sac fitting technique. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "2. Precautions for use. (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (3) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] (4) do not wipe catheter surface with organic solvents such as alcohol. (5) do not aspirate urine through drainage funnel wall." Correction: device identification.

Event description:
It was reported that it was difficult to deflate the balloon during a pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon during a pretest.